Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a pentaray nav catheter and during the operation, device (including port, luer hub) was not irrigating. When flushing, it was found that there was no water coming out of the pipe, and when injecting with a syringe the resistance was high with no water being produced. The issue was noted after the device had already been used inside of the patient. The irrigation was being performed through a hospital infusion set and pressure bag. No error messages were noted on the irrigation pump. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).